Manufacturer narrative:
Additional contact: (B)(6).

Event description:
Information was received indicating that a smiths medical cadd-legacy one ambulatory infusion pump exhibited a "no disposable, clamp tubing" alarm. Per reporter, air in line was noted. Per reporter the residual volume was 81.7 ml, rate 52 ml/24 hours, given 17.15 ml. No adverse patient effects were reported. Per reporter no additional information is available at this time.